Manufacturer narrative:
Unit was received at the service center for the reported issue of ¿needs calibration, infusing a lot¿. The complaint was not verified as the measured feed rate was within tolerance during the feed accuracy test. A physical analysis was performed on the unit. There was no physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on, sounded audible tones , and lit the overlay led¿s accordingly. Tested the unit by running the accuracy feed testing. With the unit set for a delivery rate of 125ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the epump, is 56.3 ml to 68.8 ml. Total amount delivered for this unit was 60.68ml which is within the acceptable range for testing. As part of our manufacturing process, all device history records are reviewed and approved by quality , prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is infusing a lot and needs calibration. No patient involved.